Manufacturer narrative:
H.6. Investigation: customer returned (1) 1/2cc, 8mm, 30 bd safetyglide insulin syringe in an open blister pack from lot # 8234579. Customer states that the end of the stopper has no disc for finger push. The returned syringe was examined and exhibited a broken thumb press on the plunger rod. A review of the device history record was completed for batch# 8234579. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. The exact root cause of this issue cannot be determined given the available information. H3 other text : see h.10.

Event description:
It was reported that the plunger was defective with a 1/2 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter: the end of the stopper has no disc for finger push.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger was defective with a 1/2 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter: the end of the stopper has no disc for finger push.